Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat leaking with normal activities: coughing, laughing, sneezing and also when she stands up; cystocele; urinary incontinence; urethral hypermobility and mesh was implanted along with the concurrent procedures of vaginal vault suspension and hysterectomy. It was reported that following insertion the patient experienced ¿severe pain, especially while sitting and intercourse, pelvic pain, bladder pain and leaking.¿ it was reported that patient underwent posterior repair, sling removal and implant of new sling on (B)(6) 2011 due to rectocele and incontinence [new implant, non-ethicon (suspend fascia lata, ams mini-arc)].

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and a mesh was implanted into the patient. The mesh was removed on (B)(6) 2011 due to pain, dyspareunia & stress urinary incontinence. Dyspareunia. Stress urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced worsening urinary incontinence, urinary tract infection, urinary retention, dysuria, hematuria, vaginal and bladder spasms. (B)(4).